Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used saline to protect the patient's skin.

Manufacturer narrative:
MDR for the first needle was submitted under MFR # 9616793-2018-00056.

Event description:
During a right renal cryoablation procedure and while using 2 iceforce needles, 1 needle shaft froze and an iceball was forming was observed just under the skin. The needle was inserted about 10 cm. The needle was thawed, removed, and replaced with another iceforce and the same issue occurred with the second needle. The patients skin was protected with saline but skin sloughing and oozing was noted. The procedure was completed with the one good needle. The skin was treated and no other patient sequelae were reported.